Event description:
Patient reported their meter/hcp meter comparison results were 464 mg/dl (ss) versus 251 mg/dl (hcp), respectively (85% diference). Tests (both non-fasting) were done about 90 minutes apart. No symptoms were reported. On follow-up, patient's in-law confirmed the above information. Lfs rep reviewed qc and testing procedures and discussed (side by side) meter/lab comparison. The meter was replaced. There was no allegation of harm.